Event description:
The pt underwent a urodynamic measurement procedure in 2005. On the 8th day, the pt returned for a post operative visit. The pt was asymptomatic. The pt's urine tested positive for pseudomonas auruginosa and enterococcus. The pt was treated with antibiotics for seven days. The infection resolved in about 2 weeks later.